Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display; the graphical user interface (gui) was inoperable. There was no patient involvement at the time of the reported event. The service engineer (se) replaced the gui printed circuit board (pcb) and updated the backlight inverter pcbs. The se performed testing and calibrations and the unit operated within the manufacturing specifications.